Event description:
Event description guidant received information that this pacemaker that is included in the second population of the hermetic sealing component advisory, had declared elective replacement time (ert) sooner than expected. The device was then removed and successfully replaced.